Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the main keypad must be replaced, the output connectors were broken, the battery drawer was broken, the bails were missing, two brackets were missing, and the ring was bent. (B)(4).

Event description:
It was reported that the case was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.